Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number ip-00048979. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that patient suffered bilateral issue, date of surgery was provided. On 5/29/2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. Reason for device explant and/or reoperation: generalized illness, bilateral capsular contracture; baker grade unknown, and left side breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number ip-00048979. It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 350cc mentor memorygel breast implant and was presented with generalized illness (infection, bleeding, scarring, asymmetry, poor aesthetic outcome, nipple complex), bilateral capsular contracture; baker grade unknown, and left side breast implant rupture. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.